Manufacturer narrative:
The safety and effectiveness of the edwards sapien' transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. Although the approach in this case was transaortic, the tavr procedure with the retroflex system requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the access site bleeding and vascular injury cannot be confirmed; however, per report, the incident was likely caused by the patient's frail aorta that could not hold the devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report, during a tavr procedure via transaortic approach, after completing surgical access was obtained with insertion of the guidewire and 24f sheath with modification (sheath trimmed to custom length). The bav was completed, the guide wire was pulled back too far out of the lv, and sheath access was lost. As the sheath was out of the aorta, the patient started bleeding through the access site. The surgeons controlled the hemorrhage, closed the access site, and the case was aborted. The perceived cause for losing the sheath access was that the patient's aorta was very frail and could not hold the devices.